Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with vertebral spacer. It was reported that 3 weeks post op, patient slipped in the bathroom and has since complained of back pain and pain on twisting. A follow up xray showed that the cage has collapsed. No extended hospital stay (event occurred post surgery 3 weeks). No direct trauma to patient involved in event. No revision surgery performed. There were no further complications reported regarding the event.